Manufacturer narrative:
(B)(4). Date sent: 11/24/2020 d4: batch # u5cc7w investigation summary: the analysis results showed that one gst60b reload (a) was received damaged in the proximal end and pan was noted also damaged. The reload was received fully fired. No functional test was performed due the condition of the reload. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information: a photo and video were received for review. Upon visual inspection of one video and one photo, the following was observed: the video shows at the 00:12 mark, a device with a white reload is introduced. At the 00:16 mark, tissue is placed between the jaws and are closed. At the 00:50 mark, the device is fired. At the 00:58 mark, the jaws are removed of tissue and the staple line and cut line appear to be as expected. At the 01:18 mark, a device with a white reload is introduced and at the 01: 23 mark, tissue is placed between the jaws. At the 01:39 mark, the device is fired. At the 01:47 mark, the device is removed of tissue. At the 02:37 mark, a device is introduced with a blue reload. At the 02:10 mark, a piece of tissue is placed between the jaws. At the 02:29 mark, the device is fired, and the staple line and cut line were as expected. At the 02:47 mark, the staple line is cauterized. At the 03:26 mark, slight bleeding is noted after of the cauterization. At the 03:57 mark, a needle /suture combination is introduced and shows user beginning to suture tissue. At the 05:58 mark, a device with a clip loaded is introduced and placed on the suture. At the 07:11 mark, an ils device with white guide face is introduced. At the 07:22 mark, tissue is placed on the device. At the 07:41 mark, the trocar is passed through tissue. At the 07:55 mark, the ancillary trocar is removed of anvil. At the 08:16 mark, the anvil is attached to trocar of the device. At the 08:29 mark, the trocar and anvil are in closed position. At the 8:53 mark, the device is removed. At the 11:03 mark, a device with a blue reload is introduced and at the 11:09 mark, a tissue piece is placed between the jaws. At the 11:22 mark, the jaws are closed. At the 11:39 mark, the device is removed and the staple line and cut line were as expected. At the 12:36 mark, a needle/suture combination is introduced and sutured a side of tissue. At the 14:38 mark, a device with a clip loaded is introduced and placed on the suture. The photo shows a staple line on the tissue and it appears no proper staple could be observed. Based on the photo and video review, the event described is confirmed, however no conclusion or root cause could be determined. However, as the device was not yet returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. If the device is received, hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a gastric bypass, surgeon reported several malformed staples. Straight staples were most common. Surgery was delayed three minutes due to this reported event. Surgeon pulled out malformed staples and completed case. There were no patient consequences.